Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that no reason for the adaptive stimulation (as) changes not holding and the stimulation turning off was determined. The rep reported that the issue is more likely the patient misunderstanding how as works. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative. It was reported that when the patient changes the intensity for an adaptive stimulation position, it doesn¿t hold for the new value. The patient noted that this happened 3 ¿ 4 times. It was noted that the manufacturer representative changed the stability time from 5 minutes to 1 minute. The patient also reported that the stimulation is shutting off on its own. It was noted that the stimulation usage on (B)(6) 2019 was 20%. No further complications are anticipated.